Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) reported that a defective bsv (blood sampling valve) actuator caused inconsistent diluent delivery to the rbc and wbc baths. This caused the intermittent erroneous results. The bsv actuator rotates the left and center sections of the bsv for sample segmentation. The fse replaced the bsv actuator to resolve the issue. The repairs were verified per established procedures. The demographic information in section a is for the first patient and subsequent patient demographic information is provided in the laboratory results and patient information (MDR 1061932-2016-00582 patient data summary). The customer did not provide patient weight for any of the patients. (B)(4).

Event description:
The customer reported that the coulter lh500 hematology analyzer generated low rbc (red blood cell), mcv (mean corpuscular volume), mch (mean corpuscular hemoglobin), mchc (mean corpuscular hemoglobin concentration) results for multiple patients on the same day. The samples were rerun on the same instrument and the correct results were generated. Controls were run before and after the incident and were within specification. Erroneous results were reported out but there no change in treatment.